Event description:
Pt reported that infusion set tubing broke, resulting in insulin leakage. Pt reported experiencing elevated blood glucose as a result of the leakage. Pt self-treated elevated blood glucose by delivering an insulin injection.